Event description:
It was reported that the patient's left knee was revised due to flexion instability, tibial subsidence and tibial loosening. A cr/ cs knee was converted to ts knee. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding loosening, malposition & instability involving a triathlon baseplate was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: product history review records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports and patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.